Event description:
It was reported that an ilet user injected external long-acting insulin while remaining connected to the ilet and did not consistently announce snacks, with logged data showing frequent hyperglycemic excursions and a reported 71.7% time in range for 70¿180 mg/dl. Symptoms included hyperglycemia peaking at 273 mg/dl. Outcomes included no injury and no hospitalization. Investigation included review of device data and user logs and provision of user education regarding off-label external insulin use while on the system and the importance of meal and snack announcements. Investigation of this case revealed user practice issues, specifically concurrent use of external basal insulin and unannounced carbohydrate intake while using the device as a closed-loop system. It was concluded, based on previously established findings for similar reports, that the cause was user practices not aligned with labeled use and training, leading to mismatched insulin delivery and elevated glucose values.report number 3019004087-2026-31833 has been submitted for missed meal announcement.